Event description:
It was reported that the device is showing no disposable pump won't run alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. (UDI) is unknown. No information is provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. As a result of checking the event history log, it was confirmed that there was a record of repeated power on/off after then occurred nda (no disposable alarm) on (B)(6) 2022, presumably caused by a cassette recognition failure. The customer stated problem was not duplicated. Preventively, replaced the downstream occlusion sensor and the upstream occlusion sensor was re-calibrated. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.